Event description:
It was reported that biomed error was experienced.

Manufacturer narrative:
Additional information received via email on 06-sep-2022 from customer and attached in the complaint: there was no incident involving a patient. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found that both tamper seals on the device were broken, top case corners were chipped, bottom case by l-bracket was cracked, right plunger case cracked and left plunger case chipped. Evidence of the reported problem was found in the device ehl (event history log). The customer's reported problem was duplicated following functional testing and the primary cause was due to the force sensor being out of calibration from normal wear and tear as it was over 10 years old. Corrective action was replacement of the force sensor. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: corrections: h6: event problem patient code: updated; d4: model number 4000 ; d1: brand name: medfusion 4000 pumps.